Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was cracked around the reservoir compartment. The caller stated that she is not aware of dropping the device. The customer experienced high blood glucose and vomiting; she believes that her high blood glucose may be contributed to the fact that she leaves the insulin on the counter and not refrigerated. During the call, the customer mentioned that her hospitalization and high blood glucose was due to the stomach bug. The blood glucose reading was 144mg/dl. The caller stated that the paramedics were called at the end of august last year and her blood glucose level was in the couple hundreds or so, and back and forth. The customer stated that she stayed in the hospital for four to five days. No further information was provided.